Event description:
It was reported that missing sensor wire occurred. It was indicated that the patient used an expired sensor, which is misuse of the device. The sensor was inserted into the abdomen on (B)(6) 2024. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).